Event description:
The physician removed the guide wire from the burr after treatment and approximately 12cm of the distal portion of the guide wire remained in the rca. The patient went to surgery for removal of the guide wire and bypass.